Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an intrathecal unknown medication via an implanted pump for non-malignant pain and other chronic/intract pain (trunk/limbs). Compatibility guidelines were requested for a MRI and the procedure was due to a problem with the device or therapy. Specifically, there was a problem with the pump. The pump was not working and there was a problem with the patient's pain. It was noted the hcp knew the pump was on recall. The event date was unknown. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated their pain pump had died and this issue occurred about six years ago. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was unknown. The date of the event was unknown. It was reported the patient had a pump "until it broke". There was no out of box failure and no medical or therapy problem associated with small parts. No further complications were reported. Additional information was received from a consumer. The patient experienced low back pain and was shuffling her feet. Clarification of the pump being broke was noted to be the pump was at end of battery life. He pump was explanted on (B)(6) 2016. Medical history was a fusion done in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.